Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was submerged in water and does not turn on. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Analysis was unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. .